Manufacturer narrative:
(B)(4). Date sent: 6/18/2020 d4: batch #t5e63f investigation summary the analysis found that one psee60a device was returned clamped, with one ecr60w cartridge reload loaded on the device, articulated left with an unknown trocar attached. The reload was received fully fired. Battery was inserted and the powered reverse button used to fully return the knife home. The device was unclamped, de-articulated and the trocar removed. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the articulated shaft did not return to the straight position and the device could not be removed from the patient at the first firing. The device was used on the rectum and removed from the patient with the trocar. The cartridge was gst60d. Another device was used to complete the case. It was found that the knife did not return to home position completely when the sales rep checked the device after the procedure. There were no adverse consequences to the patient. No further information is available.